Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty (pta) procedure using the presto inflation device. During the procedure, the distal end that connects to the balloon was broken. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.